Manufacturer narrative:
(B)(4). Batch # p57689. Device evaluation: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples with the lockout spring normal. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Date sent: (B)(6) 2017. Batch# unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device cut but did not staple on the second firing with a white reload. The firing was across the mesoappendix and it was unknown if buttressing material was used. The customer described the second firing as very hard to fire. The surgeon kept trying to fire the device and eventually heard a pop sound from the device. The customer noted that the reload was still present in the device after the firing. The procedure was ongoing and it was unknown how the surgeon decided to control the bleeding, how much blood was lost, or if a transfusion was needed.